Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient line came disconnected and fluid leaked onto the patient¿s bed and clothes during drain three of four. The patient reconnected. The cause of the leak is unknown. The patient was advised to cancel the treatment and follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not remember if they completed treatment following the event. The patient has been able to continue pd therapy with no further issues. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.